Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/02/2017 with the following findings: during investigation, the pump was returned with all of the keypad buttons responding properly. The issue could not be duplicated. There was no physical damage on the keypad. The keypad was removed and there was no contamination or physical damage found. Unrelated to the original complaint, there was moisture observed in the battery compartment and visible through the display lens. A leak test failed due to a crack in the u-groove and in the pump casing. The pump was opened and there was moisture found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer alleged that the up, down and ok button were under responsive to user presses. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.